Event description:
The physician tried retrieving the coil from the pt. He withdrew the delivery tube proximately and tried to get the coil introducer back around the delivery tube. Then he slid the zipper along the delivery tube, but the zipper got stuck after a few centimeters. The unit was unable to be rezipped. There were no reported pt complications.